Event description:
It was reported that the patient complained of feeling 'sick to my stomach,' and of throwing up and not being able to move. An ambulance was called, and the patient was admitted ot the hospital. Further investigation revealed that the atrial lead exhibited high thresholds, low impedances, and undersensing, and the right ventricular (rv) lead exhibited high thresholds, low impedances, undersensing, and noise. The device was determined to exhibited early battery depletion. The system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the device was returned and analyzed. No anomalies were found. Concomitant products: 4068 implantable pacing lead (B)(6) 2000. (B)(4).